Event description:
The pt underwent implantation of a synchromed pump and catheter in 1997 for intrathecal infusion of morphine for non-malignant pain. The pt experienced somnolence and the health care professional found the pump reservoir contained more drug than expected during two pumps refills. The pt underwent explantation of the pump, followed by implantation of another synchromed pump in 2000. The pump was returned to the MFR for analysis. The pt is receiving adequate pain therapy with the new pump.